Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; verifying correct kit components were being used, washed, and dried according to our instructions for use; verified no milk backup occurred, verified customer was not washing or drying tubing on pump and verifying correct breast shield fit. The troubleshooting did not resolve the issue. A replacement pump was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 10/12/2021, the customer indicated that she developed mastitis twice and was prescribed an antibiotic. Additionally, she stated that she had not received her replacement pump but showed that it was delivered. She also stated the she does not have clogged ducts at this time. The complaint handler contacted customer service to send a new replacement. In follow up again with the customer she indicated that she received her replacement pump and it was working well. Based on the results of our internal investigation (B)(4),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged that she is having to replace the connectors to her pump in style max flow every two weeks due to low suction. She additionally alleged that she had clogged ducts back in july.